Event description:
Draeger medical systems, inc. Received information that one of our delta patient monitors was reported to have malfunctioned during an electrosurgical procedure. The customer indicated that during surgery the monitor was connected to a draeger lead set with an esu block connected, which is used to filter electrical disturbances caused by other devices. It was reported that during surgery the cited patient was being monitored for sa02 and ECG parameters when the delta monitor alarmed for a bradycardia (low heart rate). Based on this alarm, the patient was given "atropine" to treat the low heart rate condition, which was reported to be the result of a false ECG alarm that was caused by electrical interference at the patient monitor. The customer also indicated that when the esu block (filter) was removed from the monitoring system, the ECG was normal and surgery continued without problems.